Manufacturer narrative:
On august 22, 2023, mentor received additional information. Mentor became aware that the patient did not experience capsular contracture of the left breast. As such, capsular contracutre is no longer applicable to the file. Mentor became aware that the patient's prosthesis was replaced with a 480cc mentor memorygel boost breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old hispanic/latino female patient underwent a primary breast augmentation surgery with 415cc mentor memorygel xtra breast implants. Post-operatively, the patient experienced baker grade iii capsular contracture of the left breast and a suspected rupture of her right breast prosthesis, which were confirmed during a physical exam. As a result, the patient underwent bilateral explantation on (B)(6) 2023. This report is for the left implant. Refer to manufacturing report number 1645337-2023-01217 for the contralateral event.

Manufacturer narrative:
On february 03, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On february 21, 2023, mentor became aware that information was inadvertantly omitted from the previous supplemental report. A manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).